Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered a cut tubing through pinch valve pv49. Pv49 provides an open path for vacuum and diluent to the backwash pump pm8. The fse proceeded to replace the tubing to resolve the leak and verified the repair as per established procedures. (B)(4).

Event description:
The customer reported a leak of approximately thirty (30) milliliters from the right side of the coulter hmx hematology analyzer with autoloader. The customer stated that the instrument generated a low vacuum error when the leak was noticed. The customer indicated that the leak was not contained within the instrument. The operator was wearing personal protective equipment consisting of a laboratory coat and gloves at the time of the event and there was no report of injury or direct exposure to the leak.